Event description:
It was reported that the patient experienced pre-syncope, dizziness and a heart rate ranging from 30 to 35 beats per minute. The lead exhibited oversensing, loss of capture, high impedance and a lead fracture was suspected. The lead was reprogrammed and the patient was ok after the reprogramming. On (B)(6) 2014, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.